Event description:
It has been reported to philips that the geometry shut down during a study. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the study got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue with the geometry movements. Review of the system log file showed that a "geo pc malfunction error" resulted in the issue with the geometry movements and fse determined that the cmos battery was faulty. The fse replaced the cmos battery and rebooted multiple times for testing. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.